Event description:
It was reported that the user experienced a blood glucose of 400 mg/dl with an insulin occlusion alarm on the ilet system while using an infusion set (contact detach), and the condition resolved only after a complete supply change; the user had been refilling cartridges, which was addressed through troubleshooting and education. Customer care provided support that included remote troubleshooting with the user, and user education regarding proper cartridge handling. Investigation of this case revealed that insulin flow was obstructed, consistent with an occlusion related to the infusion set and cartridge, and that refilling cartridges can contribute to occlusion events; normal operation resumed after using new supplies. N clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of glucose values to within range after replacing supplies. It was concluded, based on previously established findings for similar reports, that user technique with cartridge refilling and infusion set use was the likely cause of the event.